Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing via review of egms. Lead anomaly suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The field experience was confirmed. Analysis revealed insulation abrasions from lead tip.